Manufacturer narrative:
Block h2: additional information: block a1, a2 (date of birth), a3 and a4. Block h6: device code a0401 captures the reportable issue of catheter broken. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, it was noticed that the device could not be pulled back through the scope. Ultimately, the catheter broke inside the scope; therefore, the balloon was took out from the other end of the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the device could not be pulled back through the scope. Ultimately, the catheter broke inside the scope; therefore, the balloon was took out from the other end of the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.